Manufacturer narrative:
08/18/1998: h6-primary finding of device analysis revealed no device failure, no anomaly found. The device was placed in extended testing for 113 days with a result of normal device function.

Event description:
Report rec'd with returned product that rotor study was done and rotor moved only 20 degrees. A dye study was performed which showed the catheter was patent. The device is in analysis at the MFR as of the date of this report.